Event description:
It was reported that the device was in backup vvi mode when the patient presented at the clinic during follow-up. The patient was asymptomatic. The device was reprogrammed successfully.

Manufacturer narrative:
(B)(4).